Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure, a versacross connect for faradrive kit was selected for use. During preparation and before insertion versacross dilator into faradrive sheath, a piece of the distal dilator tip seemed to be misshapen. Upon further inspection, it looked to be damaged and not smooth. The damaged piece was still attached to the device but it looked to be potentially sharp. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure, a versacross connect for faradrive kit was selected for use. During preparation and before insertion versacross dilator into faradrive sheath, a piece of the distal dilator tip seemed to be misshapen. Upon further inspection, it looked to be damaged and not smooth. The damaged piece was still attached to the device but it looked to be potentially sharp. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and no issues were noted during flushing. Also, the images of the tip under high magnification imaging confirmed the tip of dilator was damage. Therefore, the reported allegation was confirmed.